Manufacturer narrative:
This follow-up report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg webtrader account system software issues, per FDA esg help desk ticket # (B)(6). Hoya due diligence is documented under internal issue-0807. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was not consistent to reported information. No abnormalities were found in the production and inspection records of the product. (Serial no.: (B)(6); model: 255). The dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. (B)(4) has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation. Implant date / date of event was not provided. The doctor found tip of the trailing haptic was separated just after implantation. The iol was not explanted. Patient impact: no health consequences or impact.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). Manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation. Implant date/date of event was not provided. The doctor found tip of the trailing haptic was separated just after implantation. The iol was not explanted. Patient impact: no health consequences or impact.